Event description:
It was reported that the right ventricular (rv) lead had a high pace impedance measurement, that was greater than 3000 ohms. There was a short noise oversensing episode that was also stored, from the same day. Troubleshooting was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.